Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation and a fractured outer coil at a distance of some 25 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. Further damages occurred most likely during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to noise. Should add'l info become available, this file will be updated.